Event description:
It was reported that a patient passed out and had to be given external shocks. On (B)(6), it was found that the patient's insertable cardioveter defibrillator had gone into backup mode. It was initially restored successfully, but during a subsequent MRI mode setup on (B)(6) 2022, it fell into backup mode again. No surgical intervention is planned as the patient will be receiving hospice care. The patient was described as stable.